Manufacturer narrative:
Insulin pump passed the displacement test but compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised forced sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose and insulin pump alarmed compromised force sensor system. The customer low blood glucose level was 20 mg/dl and high blood glucose level was 500 mg/dl. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was loose. Customer did not provide any symptoms regarding to low blood glucose and high blood glucose episode. Customer treated with manual injection and food. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will be returned for analysis.